Manufacturer narrative:
The device was not returned and could not be investigated. The manufacturing records were reviewed and no related deviation or concerns were found. Vacuum sleeve failure is a known potential malfunction with some cryoablation needles. The risk to the patient is the potential for a skin burn due to frost on the needle shaft. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. The case was completed with no patient injury. If additional information becomes available a followup report will be filed.

Event description:
It was reported that twenty minutes into a cryoablation case the icesphere needle shaft collected frost. Patients skin appeared to be red but the doctor wasn't concerned. Skin was protected after the frost was noticed. Case completed with no injury to the patient.